Event description:
It was reported the patient received the following results within 15 minutes: 520 mg/dl and 171 mg/dl. The patient felt "sweaty" at the time of the blood glucose results. She did not know if this was a high or low blood symptom for her at that time. The patient states she self-treated with a glass of water, relaxed, and soon felt better.

Manufacturer narrative:
H3 other text : product no longer available for return.